Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a charge circuit timeout occur. It was noted that the right ventricular (rv) lead had a lead integrity alert (lia) trigger due to high impedance measurement and over-sensing with noise episodes. It was further reported that the rv lead had high threshold measurements. It was also noted that the right atrial (ra) lead had a bipolar lead impedance warning due to low impedance measurements. It was also noted that the left ventricular (lv) lead had high impedance and threshold measurements. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.